Event description:
Customer's husband reported compact plus blood glucose results of 76 mg/dl at 7:02 am, customer self-treated by drinking orange juice. Retested at 7:05 am, result was 125 mg/dl. Customer reported no symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.